Event description:
Information was received from a consumer (con) regarding a patient receiving morphine (unknown concentration and dose) for spinal pain via an implantable pump. It was reported the patient had been having problems with the pump after implant in may. Patient stated st the start of june they were having withdrawal symptoms and a dye study showed no issues. The patient had exploratory surgery done to look for kinks, and none were found. The patient was going to have a second exploratory surgery but the surgeon decided against it. Patient stated a company representative had mentioned how there could be variance of error with what the pump was dispensing so the healthcare provider increased the dosage 58% and the patient felt better two hours later. Then in august 2nd they started feeling withdrawal symptoms again. Patient stated they usually notice a change in how they smell right before symptoms start up again. Patient stated symptoms usually start the 2nd tuesday of every month and last until that friday evening. Patient reported at their last refill there was 1.1 ml of drug left over than expected. The patient was given oral medication to supplement but the patient doesn¿t want to use oral medications. Positional movement was discussed with the patient but the patient stated there were no specific activities or movements that correlate with the timeline of reoccurring monthly symptoms. The patient stated a company representative was supposed to be at their last refill but was not.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.